Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not come off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not come off the catheter. Additionally, the control wire broke, so no resistance was felt. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.